Manufacturer narrative:
Visual analysis of the returned device identified: broken shell, underweight, stress marks, missing. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening on radius side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks. (Stress marks). A piece of the shell is missing the assessment is inconclusive.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side rupture. The device remains implanted.